Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, information obtained from the customer indicated that the device was being used on a conscious patient. Using the device on a conscious patient is a contraindication of the device's indications for use. The operator's guide instructs users to disconnect the device once a patient has a return of circulation. The AED plus does not have the ability to detect whether the patient is conscious, breathing or has a detectable pulse or other signs of circulation. The device will continue instructions to start CPR which may result in a shock advised prompt as analysis intervals will continue. This report has been attributed to incorrect use of the device by the end user. Alysis of reports of this type has not identified an increase in trend.